Event description:
It was reported that, during wound treatment, the wound consultant wanted to aplite the dressing pico 7 10cm x 20cm on a patient. However, when the dressing was removed from the film, adhesive residue from the silicone coating remained on the release film. Also, made the application of the dressing very difficult, as it did not stick at first. Finally, when glued the dressing with opsite foil on the sides. Thus, the bandage was tight. Treatment was resumed, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during wound treatment with a pico 7 10cm x 20cm, when the dressing was removed from the film, adhesive residue from the silicone coating remained on the release film. This made application of the dressing very difficult, as it did not stick at first. The dressing was reinforced with opsite foil on the sides to ensure it was secure and treatment was resumed, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. A complaint history review has found other related events, with corrective action previously implemented related to the reported failure mode. Smith + nephew will continue to monitor for adverse trends.